Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician questioned if the device was in a pacemaker-mediated tachycardia (pmt). Follow-up investigation revealed that the patient presented to the hospital with unknown symptoms, and a device check showed normal function. The physician chose to reprogram the implantable pulse generator (ipg) due to the patient's atrial fibrillation (af) arrhythmia. The issue was resolved, and the device remains in use. No further patient complications have been reported as a result of this event.